Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that valved trocars leaked during a vitrectomy. The product was replaced and procedure completed with no patient harm. Additional information requested.

Manufacturer narrative:
A review of the related device history records for the reported lot numbers, indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are 13 other complaints associated with the lot for the reported issue. The sample was not returned and the device history record review of the lot numbers provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. (B)(4).